Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error was verified. Additionally, based on the analysis, the alleged pump history issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge error messages when attempting load with multiple cartridges. Additionally, the customer reported that the pump history did not record all the alerts and alarms. It was confirmed that the customer had manual injections available as alternate insulin therapy. There was no reported impact to the customer's blood glucose level.